Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04-aug-2019, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2019 with the following findings: a review of the pump¿s alarm history showed call service 064. During investigation, a call service 078 was reproduced during the rewind step. The pump cover was removed and moisture damage was found on the motor flex connector. The call service alarms were due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.